Event description:
The prescription was typed for the correct type for test strips (embrace), but the patient received truetest strips instead. Patient noticed the product was incorrect and brought back for correction. No interruption in blood glucose monitoring occured. Medication administered to or used by the patient: yes. Outcome: no interruption in blood glucose monitoring occurred. When and how was error discovered: patient noticed the product was incorrect and brought back for correction. Actual error: yes. (B)(6).